Manufacturer narrative:
A supplemental report is being submitted for correction and to include additional information from the investigation. The following sections of this report have been corrected/updated: d9 (device availability), h3 (device evaluated by manufacturer), h6 (type of investigation, investigation findings, investigation conclusions) and h11 (additional narrative/data). The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was returned for evaluation. Visual evaluation of the returned device revealed the esheath+ liner was fully expanded as designed. The distal tip was opened but torn. All score lines were present at the distal tip. There was stretching material observed at the radial score line. There was also imagery received for evaluation. Per imaging evaluation, the esheath+ distal tip was opened but torn. There was presence of tortuosity at the access vessel. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, the difficulty advancing the delivery system with valve through the esheath+ and torn esheath+ distal tip were confirmed based on the evaluation of the returned device and provided imagery. Sheath distal tip tears may result from a combination of multiple contributing factors. The tip expansion mechanism may be influenced by inherent variation in the tip scoring process and/or by other manufacturing-related factors. Additionally, patient or procedural factors, such as a challenging anatomy (patient had tortuosity present at the access vessel) or non-coaxial advancement angles, may exacerbate interference between the valve and distal tip, leading to increased resistance and potential tearing during system advancement. High push forces applied to overcome resistance during system advancement can further contribute to tip tearing and subject it towards separation. While multiple contributing factors have been identified, a definitive root cause was unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. An investigation has been opened to determine the root cause and implement any necessary corrective actions.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by our edwards lifesciences affiliate in france, the patient underwent a transcatheter aortic valve replacement (tavr) procedure using a 26 mm sapien 3 ultra valve via right transfemoral approach. During the procedure, resistance was noted when the delivery system with valve reached the tip of the 14fr esheath+. The valve was successfully implanted. After the system was removed, the distal tip of the esheath+ was observed to be torn. There was no patient injury, and the patient was noted to be stable.